Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that blood loss occurred during the patient's continuous veno-venous hemodialysis (cvvhd) treatment on the multifiltratepro machine. The machine alarmed with error code 9040.1 approximately 6 hours and 55 minutes after treatment initiation and treatment stopped. Automatic blood reinfusion was not a possibility. Additional information was obtained during follow-up. The patient's estimated blood loss (ebl) was approximately 272 ml. No serious injury or required medical intervention was reported. Treatment continued after the patient was transferred to a different machine and re-setup with new supplies. The machine was pulled from service for investigation following the event. At the time of follow-up no repairs had been completed nor were any parts replaced. The machine files have been downloaded and are available to the manufacturer for review.

Manufacturer narrative:
Plant investigation: no samples were returned to the manufacturer for physical evaluation. Machine data was obtained and reviewed by the manufacturer. It was indicated that a software error was triggered and the system displayed error 9040.1. The reported issue is confirmed. There is currently no software available to stop this behavior. A software version (6.02) was released which solves some sources of the error. However not all possible sources could be/were addressed. The sources of the cases are being collected and considered within the scope of product improvement. This issue should resolve by restarting the system. A review of the device history record is not required as the failure can be attributed to the device design.

Event description:
It was reported to fresenius that blood loss occurred during the patient's continuous veno-venous hemodialysis (cvvhd) treatment on the multifiltratepro machine. The machine alarmed with error code 9040.1 approximately 6 hours and 55 minutes after treatment initiation and treatment stopped. Automatic blood reinfusion was not a possibility. Additional information was obtained during follow-up. The patient's estimated blood loss (ebl) was approximately 272 ml. No serious injury or required medical intervention was reported. Treatment continued after the patient was transferred to a different machine and re-setup with new supplies. The machine was pulled from service for investigation following the event. At the time of follow-up no repairs had been completed nor were any parts replaced. The machine files have been downloaded and are available to the manufacturer for review.